Manufacturer narrative:
A product sample was received and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgical technician reported that the sleeves were unacceptable during a cataract procedure. According to the reporter, the tips were too big and flopped around on the phaco tip. The ophthalmic surgeon slid the sleeves up on the phaco tip more to mitigate the issue. The procedure was completed without consequences to the patient. Additional information has been requested.

Manufacturer narrative:
The lot specific to this event is not known; therefore, lot history and device history record reviews are not possible. Two purple infusion sleeves were returned for this complaint. The samples were visually inspected and no abnormalities were observed. The texture on the inner wall of the shafts and tips of the infusion sleeves was intact. The inner diameter of both sleeves was found to be within specification. The irrigation flow rate was performed using a lab stock cassette and handpiece. No drop presented from the handpiece after the irrigation was off for 5 seconds. The root cause of the customer's complaint could not be established as the returned infusion sleeves met specifications. After a thorough investigation of this complaint, it has been determined that the samples met specifications; therefore, no action will be taken at this time. Quality assurance will continue to monitor customer complaints via the complaint review meetings and will take action for any future occurrences as is deemed necessary. (B)(4).